Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a haptic and part of the optic was torn off and missing and the rest of the lens was split in half. There was a clear surgical residue on the lens. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address handing errors, all injector/cartridge directions for use (dfu) had been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the trailing haptic tore off during insertion. The lens was removed without enlarging the incision and there was no patient injury.